Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's pump was explanted. The reason was not provided. Per report, the outcome was device or therapy related. The pump would not be returned.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. No further information was provided. The manufacturer is closing the file on this event.